Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to perceived lack of benefit as well as perceived behavioral changes with device use.

Manufacturer narrative:
This report is filed october 30, 2015.